Manufacturer narrative:
Tech support troubleshot with biomed who said the operators were complaining of a 'generator not communicating message' on the sedecal integrated console and discovered that the main generator was not turned on. This was causing the message to appear. After cycling the 480vac circuit breaker, the console came up without issue and the biomed said that the system was currently functioning without issue.

Event description:
On (B)(6) 2013 customer reports that during an unk urology procedure on an unk pt the fluoro failed. The procedure was completed by moving the pt to another room. No reported injury.